Event description:
It was reported that (1) device was used during a dome down laparoscopic cholecystectomy. It was reported by the rep that the surgeon was using the lcsc5 with the hp052 for the procedure. The surgeon experienced lock out to the point of having to abandon using the harmonic scalpel. The blade was tested and worked fine. They isolated it to the cord as the cause. There was an extended "or" time of 15 minutes.